Event description:
Additional information was received that indicated this device was explanted and replaced.

Manufacturer narrative:
Initial serial number and patient information was inadvertently reported incorrect. It has been corrected in this report. Also, patient code 3191 captures the surgical intervention.

Event description:
It was reported that this patients home monitoring system triggered an alert for this pacemaker and it was found to be in safety mode. Technical services recommended device replacement. At this time, this device remains in service. No adverse patient effects were reported.